Event description:
Compounded #5 tpn 2 liter bags for this particular pt, once delivered to home, pt contacted pharmacist stating "# 4 tpn bags have holes in them." Upon inspection, it appears the tpn bags were leaking in approx four different places from the bottom seam.